Event description:
Knee irrigation and debridement. Poly swap and changed patella.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown ts # 6 22mm poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision, etiology unknown, involving a no 6. Triathlon ts plus tibial insert x3 poly 22mm was reported. The event was not confirmed. Device history review indicated all devices that were accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
Knee irrigation and debridement. Poly swap and changed patella.